Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, during a follow up on (B)(6) 2017, noises episodes were detected in atrial channel and some punctual noises in ventricular channel too. The noises in atrial channel were reproduced moving the arm of the patient but the ventricular noises were not reproduced. On (B)(6) 2017, the intervention took place in order to check both leads and the connections. The device was interrogated before the intervention and some new noises episodes were recorded. The ventricular lead was first disconnected and after the atrial lead. When disconnecting the atrial lead the physician noticed that the screw was easily unscrewed (just one turn was enough), the physician did not try to pull the lead before unscrewing so it is unknown if the atrial lead was loose. Once the leads were unscrewed they were moved in order to reproduce the noises but the noises were not reproduced. Some noises were detected but it was suspected that it was due to the maneuvers more than an issue of the leads. Visually no issues were detected in the leads. Finally, the subject pacemaker was replaced and will be returned for analysis. The physician would like to know if issue that causes noises in one channel could provoke noises in the other channel.

Event description:
Reportedly, during a follow up on (B)(6) 2017, noises episodes were detected in atrial channel and some punctual noises in ventricular channel too. The noises in atrial channel were reproduced moving the arm of the patient but the ventricular noises were not reproduced. On (B)(6) 2017, the intervention took place in order to check both leads and the connections. The device was interrogated before the intervention and some new noises episodes were recorded. The ventricular lead was first disconnected and after the atrial lead. When disconnecting the atrial lead the physician noticed that the screw was easily unscrewed (just one turn was enough), the physician did not try to pull the lead before unscrewing so it is unknown if the atrial lead was loose. Once the leads were unscrewed they were moved in order to reproduce the noises but the noises were not reproduced. Some noises were detected but it was suspected that it was due to the maneuvers more than an issue of the leads. Visually no issues were detected in the leads. Finally, the subject pacemaker was replaced and will be returned for analysis. The physician would like to know if issue that causes noises in one channel could provoke noises in the other channel.

Event description:
Reportedly, during a follow up on (B)(6) 2017, noises episodes were detected in atrial channel and some punctual noises in ventricular channel too. The noises in atrial channel were reproduced moving the arm of the patient but the ventricular noises were not reproduced. On(B)(6) 2017, the intervention took place in order to check both leads and the connections. The device was interrogated before the intervention and some new noises episodes were recorded. The ventricular lead was first disconnected and after the atrial lead. When disconnecting the atrial lead the physician noticed that the screw was easily unscrewed (just one turn was enough), the physician did not try to pull the lead before unscrewing so it is unknown if the atrial lead was loose. Once the leads were unscrewed they were moved in order to reproduce the noises but the noises were not reproduced. Some noises were detected but it was suspected that it was due to the maneuvers more than an issue of the leads. Visually no issues were detected in the leads. Finally, the subject pacemaker was replaced and will be returned for analysis. The physician would like to know if issue that causes noises in one channel could provoke noises in the other channel.